Event description:
Healthcare professional reported exchange with no complaint against the device. Later, patient reported "rupture" and "anxiety". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g2, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported exchange with no complaint against the device. Healthcare professional reported left side rupture and anxiety. Device has been explanted and replaced.